Event description:
It was reported that a pump did not alarm for a downstream occlusion. The device was programmed to deliver levophed at a rate of 22ml/hr. The nurse stated that the slide clamp below the pump was closed and the pump did not alarm. The nurse stated that as a result, the pt's blood pressure dropped. The infusion rate was increased with no response from the pt. After the occlusion was identified and addressed, the pt's blood pressure was stabilized.

Manufacturer narrative:
(B)(4). The device was not returned to baxter for eval and therefore an eval could not be completed. If the device is returned, an eval will be completed and a supplemental report will be submitted.